Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in approximately (B)(6) 2013 the patient obtained the blood glucose reading of 150 mg/dl on the reported meter, and a reading of 120 mg/dl on another meter within 30 minutes. The patient took her usual dose of the oral diabetes medication actos (pioglitazone) 30 mg. A short time afterwards, the patient experienced the symptoms of shaking and headache. The patient did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated blood glucose reading on the reported meter. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.